Event description:
Boston scientific received information that this system was explanted due to infection. On the date of explant, system interrogation confirmed noise and multiple episodes with delivered therapy: all measurements were within normal ranges. The physician requested product analysis to confirm normal operation and to ascertain if delivered therapy had been appropriate. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of device memory shows that there were numerous (53 total) vt and vf episodes. Many of these episodes included atp and/or a 41 joule shock. The stored egrams for these episodes have been overwritten by newer stored episodes. As such, we are unable to comment on whether the delivered therapy was appropriate or not.